Event description:
New information received notes that the right ventricular lead was noise over-sensing.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited over-sensing. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.